Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00767; 9680794-2023-00768. The actual device was not returned; however, the customer provided a photo for analysis. Visual analysis revealed two dilators. One dilator had a guide wire inserted. Severe kinking was observed on the distal end of the dilator. This resulted in subsequent kinking on the guide wire. Bending was also observed on the second dilator pictured. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage". The customer complaint of a kinked guidewire was confirmed based on analysis of the customer provided photos. The photos show a guidewire advanced through a dilator that is kinked, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the dilator bends while doing the procedure". A new device was used and experienced the same difficulty, but the catheter was able to be inserted with the second device. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported "the dilator bends while doing the procedure". A new device was used and experienced the same difficulty, but the catheter was able to be inserted with the second device. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2023-00767; 9680794-2023-00768.

Event description:
It was reported "the dilator bends while doing the procedure". A new device was used and experienced the same difficulty, but the catheter was able to be inserted with the second device. No patient harm was reported. The patient's condition is reported as fine.